Manufacturer narrative:
The returned sample was visually inspected which found the port and connector of one end of the manifold broken off of the rest of the manifold. Upon further inspection of these broken components, it appeared as though the connector had been positioned slightly upward, rather than flat, parallel to the reservoir lid, allowing it to be hit and damaged more easily. This position allowed the connector to be hit or damaged more easily by an excessive shock force. The characteristics of the surfaces of the damaged parts suggest that a shock force was applied downward on the connector and port causing the port to snap off of the manifold with the connector. The sampling manifold is inserted in the reservoir and properly coiled on top of the lid during final assembly. The connector of the manifold is oriented during production, to lie parallel to the reservoir lid with the tubing coiled on top of the lid, as to make the connector follow the same shape as the corner of the reservoir lid. By positioning the components in this way, it prevents as much damage from occurring to the device. All units are 100% visually inspected at the end of this process and during packaging. Although it is unknown when the damage occurred, it is likely that a shock force was applied to the manifold connector at some point after final packaging of the product. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the manifold of the 3cx*fx25rw oxygenator was found broken out of the box. No patient involvement as this occurred during setup. Product was not used. Surgery was completed successfully.